Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the disconnection of the led unit and the broken video connector socket/corroded output socket could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the air pressure exceeding the standard value could not be identified. However, it¿s likely the cause is related to poor pumping contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to disconnection in the led unit. It was also noted that no image was seen as the video connector socket was broken and the output socket was corroded. The endoscope cable could not be connected securely. It was also noted that the dust accumulated inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the video system center had an e105 lamp error and showed a greenish image. The issue was found during an unknown procedure. There were no reports of patient harm associated with the event.